Manufacturer narrative:
The reported device is not available for return and evaluation. The manufacturer, (B)(4), has been made aware of the issue. Investigation into the root cause is in process.

Event description:
The end user reported that the impervious specimen retrieval bag leaked a very steady flow of bile out of the bottom point of the bag upon removal of the bag and gallbladder from the incision site. This required more time for the procedure because more irrigation was needed to collect all of the bile in the abdomen after it leaked everywhere.